Event description:
The hcp reported the pump was explanted after an implant duration of 74 months due to age of pump- elective replacement. It was returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.

Manufacturer narrative:
H6-final device analysis results reveal motor gear shaft wear.